Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 2/10/98 at a retail vendor. Consumer developed infection in the left ear at the piercing site. Consumer sought medical attention and the site was drained. No info recieved showing the consumer received antibiotics.